Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that guidewire stuck, not deploying. No patient impact, did not use on patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The initial complaint appeared to be a reportable occurrence however after further review it was determined that a reportable event had not occurred.

Event description:
It was reported that guidewire stuck, not deploying. No patient impact, did not use on patient. No other information was provided.